Event description:
Per provider pilot valve is not shifting. Per independent repair statement confirms the pilot valve not shifting was the key failure. Also a hose clamp and tie wrap were both reported as leaking. Per independent repair center statement, the unit is alarming or has a red light.